Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the leak. Fse replaced the t-valve to resolve the leak and quality control issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 800 synchron system leaked fluid from cartridge chemistry (cc) sample probe and generated high qc. The issue was referred to a bec field service engineer (fse). The customer stated that the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.